Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker detected high out-of-range right ventricular (rv) lead impedance measurements of greater than 2,000 ohms. There was also evidence of oversensed noise. Boston scientific technical services (ts) reviewed the device data and noted that as a result of the high impedances the device performed a lead safety switch changing the rv lead polarity from bipolar to unipolar configuration. Unipolar configurations are more susceptible to myopotential oversensing. In office troubleshooting was unable to recreate any noise. Based on this information, ts suspects that the root cause is an intermittent spring contact issue due to a slightly under inserted lead. The device was reprogrammed to unipolar pace/bipolar sense and the minute ventilation sensor was programmed off. Ts concurred with this device programming. No adverse patient effects were reported and the device remains in service.